Event description:
Event description guidant/crm received information that this endotak dsp lead had dislodged a few days after initial implant. It was successfully repositioned. It remains actively implanted.